Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector would not work. The device would not cauterize. The hospital replaced the cord and connected to the same device with the same result. A replacement was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector. Resistance measurements were within spec. The reported failure could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B)(4).